Event description:
It was reported by the rep that the device was used during a thoracoscopy. It was reported the stapler misfired after reloading the device. Another device was pulled to complete the case. There was no consequence to the pt.